Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: 115320, comp rvrs shldr glnsp std 41mm, lot 515070. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10175.

Event description:
It was reported that approximately 3 months post implantation, the patient underwent a revision due to disengagement of the glenosphere from the baseplate. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Patient reported overuse of arm, and pain fluctuated over a period of 3 months. Per the x-ray review, initial fit and alignment were anatomic and normal. There was separation of the glenosphere from the baseplate but no osseous component loosening or subsidence. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.